Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the black box data from the date of the alleged issue had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 33 mmol/l with increased thirst and paleness. The reporter indicated that the patient had recently changed living arrangements and the reporter indicated potentially needing additional training on the product. The reporter indicated that the patient had blood glucose factors of increased stress, potential issues with the quality of the insulin, and not responding to a pump alarm in a timely manner. This report is made based on the allegation that the patient experienced hyperglycemia related to the use of the insulin pump.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.